Manufacturer narrative:
The following fields have been updated: event description: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis (ipp) due to the patient's dissatisfaction with the curvature. The patient was experiencing pain when inflating his device. The patient outcome post surgery was reported to be very good.

Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis (ipp) due to the patient's dissatisfaction with the curvature. The patient was experiencing pain when inflating his device. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.